Event description:
The customer reported intermittent malfunction alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer will continue to use the current pump as backup therapy, and tandem technical support sent a replacement pump.